Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning and that the lead switched to unipolar. The lead had intermittent sensing, low impedance, and the unipolar impedance was higher than the bipolar impedance. It was also noted that the patient was in chronic atrial fibrillation. The physician left the device programmed as it was and the device remains in use. No patient complications have been reported as a result of this event.